Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. Manufacturing location: (B)(4). Manufacturing date: nov 30, 2015. The complaint device is currently in the investigation process. The results of the investigation are pending completion. Manufacturing location was identified during the device history record review. Due to the intra-operative events, the device was not successfully implanted. As such, no implant/explant dates are applicable. The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA screws failed in-operatively - unknown which screws were implanted and which screws weren't. (Not implanted). (B)(6). This event resulted in a two hour surgical delay; at the time of this review there was no report of what additional intervention was implemented which caused the two hour surgical delay. Should additional information become available, this determination should be reassessed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, when the surgeon torque, the cap goes out and the screws failed. Prolongation of surgery was 2 hours and the patient outcome was good. All reported screws had the same problem. This complaint involves 8 parts. Concomitant parts: casq-cier p/uds tan, part # 04.689.199 / lot # 9819598 / quantity # 2 / casq-cier p/uds tan, part # 04.689.199 / lot # 9942160 / quantity # 3 / casq-cier p/uds tan, part # 04.689.199 / lot # 9732147 / quantity # 2 / casq-cier p/uds tan, part # 04.689.199 / lot # 9777848 / quantity # 1. This report is 3 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (uds ø6 l35 tan, part number 04.689.635, lot number 9747177). The subject device screw was received assembled with the corresponding locking cap. The devices were re-inspected for all the features pertinent to the complaint condition. All relevant measurable product features meet specification and no visual defects manufacturing related have been identified. The returned device is conforming from a manufacturing perspective. As previously reported, the device history record review showed that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to the complaint condition. The complaint condition is unconfirmed from a manufacturing perspective. A definitive root cause could not be determined; however, this complaint condition is likely a result of method of use. The complaint is determined not to be a result of a detected product related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed on the returned locking caps. The returned parts were re-inspected for the direction of the thread. The locking caps resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. The conclusion of the product investigation is that the returned parts are not conforming from a manufacturing perspective. This issue has already been identified in the internal non conformance report (ncr) and appropriate actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
After the re-evaluation of the returned devices, the previously reported concomitant devices are determined as the reportable devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 16 for complaint (B)(4).